Event description:
The manufacturer received information alleging the patient's nasal cannula caught on fire due to a spark while plugging the simplygo oxygen concentrator into the car's cigarette lighter. The patient suffered burns to his nose and was treated at the emergency room and released.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The manufacturer found no evidence of thermal damage internal or external to the device. The device alarmed and operated to design specifications. The patient reported to the manufacturer that the car's cigarette lighter was found to be defective and was the cause of the event. The patient stated the simplygo oxygen concentrator was not at fault.